Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "note: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall.'' The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they were unable to insert the angio-seal device assembly. The locator/insertion sheath assembly was attempted to be inserted into the artery, although the assembly was difficult to be inserted. To avoid device kinking and the patient's pain, the device was not used, and manual compression was then applied to achieve hemostasis. Hemostasis was successfully achieved. The physician commented that angiography revealed no calcification at the puncture site and the hemostasis procedure was performed normally. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.